Event description:
Shoreline is reporting that several patients have experienced "inflammatory reaction to the vicryl suture". The suture that was used in these cases is suture vicryl 7-0 tg140-8 18in da violet. 4 patients (mrs noted in original rl) noted to have reaction to 7-0 vicryl suture after eye surgery. Suture vicryl 7-0 tg140-8 18in da violet ethj546g 6270 medline industries inc.